Event description:
The patient was under conscious sedation and undergoing a renal biopsy. As the surgeon fired the core biopsy gun, the needle entered the left kidney as intended. The overslide mechanism designed to retain the core biopsy sample did not appear to work. The 15 g core was made, but the gun did not retain the sample. The physician decided to use another gun; two more passes were made, both of which were successful. The patient remained stable and did not appear to have any sequelae.